Event description:
A customer called stating that on sunday, september 20, 1998 at approximately 5pm she was not feeling well. Her husband tested her blood glucose using the glucometer elite xl and a result of 230mg/dl was obtained. Shortly after the test the customer passed out and paramedics were called. The paramedics tested her blood glucose and received a result of 17mg/dl (method unknown). She was taken to the hospital where a repeat blood glucose was done (6pm) with a result of 17mg/dl. The customer was administered intravenous glucose and was released from the hospital at midnight with a blood glucose of 245mg/dl. The customer takes 18 units of unsulin in the morning and at night. The operation of the system was reviewed. Check strip, and control testing was satisfactory. A request was made to return the system for evaluation.